Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were sluggish and required several hard presses to elicit a response. The patient denied damage to the keypad, reportedly used a protective case and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were responsive. The keypad cover was removed for investigation and did not reveal any contamination under the key contacts. The pump was disassembled for investigation and revealed no contamination on the keypad flex circuit.